Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the magic 3 go male coude intermittent catheters were too limp and there was not enough lubricant on them, and they were not working. Per customer via phone on 09feb2022, the catheter they liked was out of stock and had a substitute catheter, it was of the wrong size (too big) and was causing it to be flimsy. Patient did not know to burst the bubbles in the packet for lubrication and therefore thought the catheter was unlubricated.

Event description:
It was reported that the magic 3 go male coude intermittent catheters were too limp and there was not enough lubricant on them, and they were not working. Per customer via phone on 09feb2022, the catheter they liked was out of stock and had a substitute catheter, it was of the wrong size (too big) and was causing it to be flimsy. Patient did not know to burst the bubbles in the packet for lubrication and therefore thought the catheter was unlubricated.

Manufacturer narrative:
The reported event was confirmed to be use related as per reported event. A potential root cause for this failure could be "lack of training on appropriate technique, user does not open package as indicated". It was unknown whether the device had met specifications. The product was used for treatment purposes. The failure was caused by the misuse of the product. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿release the sterile water from the foil packet. Tip the catheter pouch end-to-end three to six times so the water moves back and forth to thoroughly wet the catheter surface. Peel open the pack at the funnel end just enough to expose the insertion sleeve. Don¿t remove the catheter yet. Use the adhesive tab at the funnel end of the pack to stick the pack to a nearby vertical surface while preparing to catheterize". The baw is attached on the investigation overview element.¿ corrections: b, f, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the magic 3 go male coude intermittent catheters were too limp and there was not enough lubricant on them and they were not working.